Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pump alarmed for an unspecified reason while infusing dopamine. The rn observed the patient had an elevated heart rate and blood pressure and that the bag was empty earlier than expected. There was no report of any medical intervention and there was no lasting harm. The facility's biomed department performed a rate accuracy test with passing results and they noted that the event log indicated a "freeflow."

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pump module event log shows that the device was powered on at 7:56 am on (B)(6) 2017 and programmed to infuse at 17.1 ml/hr with a vtbi of 200ml. At 7:57 am, the device alarmed for patient side occlusion and the device was restarted. Between 8:27 am and 1:01 pm, the user changed the rate multiple times, ranging from 10.24 ml/hr to 17.1 ml/hr. At 1:05 pm, the user channeled the device off. Functional testing found the pump module to be delivering fluid within specification. The event administration set was not returned for investigation. The root cause of the reported overinfusion was not identified.